Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent a left ischemic ventricular tachycardia (isvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation occurred. It was reported that when removing the dilator, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large broke and came off with the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was exchanged, and the procedure was continued. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a left ischemic ventricular tachycardia (isvt) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a brim cap detachment occurred. It was reported that when removing the dilator, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large broke and came off with the dilator. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was exchanged, and the procedure was continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the brim cap, hemostatic valve and silicone ring were detached from the hub, additionally the brim cap was broken. A microscopic examination was performed, and presence of adhesive on the brim cap was confirmed, all the components were placed in the correct order, aside from the detachment of the components no other anomalies were found, the root cause of this issue could not be determined but it could be related to use of excessive force while manipulating the device, however, this could not be conclusively determined. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 12-dec-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on (B)(6)2022, it was noticed the event was incorrectly assessed as coded as a hemostatic valve separation, however, the customer actually reported a brim cap detachment. As such, field h6. Medical device problem code has been updated from ¿material separation (a0413)¿ to ¿detachment of device or device component (a0501)¿. Additionally, it was noticed the following information was inadvertently omitted from section h10 of the 3500a initial medwatch report: ¿the product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿